Manufacturer narrative:
As a result the lead was surgically abondoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead was not able to pace or sense at the highest output. It was discovered that this lead had an insulation and conductor fracture. No adverse patient effects were reported.